Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp) in which they were enrolled, concerned a 9-year-old (at time to the initial report) male patient of an unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) from a cartridge via a reusable humapen luxura hd device, for the treatment of type 1 diabetes mellitus and beginning sometime in 2022. Route of administration and frequency was not provided. On an unknown date, while on the insulin lispro therapy, when it was administered into his abdomen, those half-dose shots, they turned, also become difficult in the same way and did the thing and insulin flow was not fully delivered (incomplete dose administered) (B)(4), lot no. 1811g02). The pen damaged the cartridge, because of that, the child's blood sugar was high (values, units and reference ranges were not provided). Information regarding the half-dose pens was provided. His blood sugar started to rise during the night, normally, the reporter administered a correction dose, meaning two units, according to his elevated blood sugar, there was no decrease at all, and he woke up with a blood sugar level of around 270 in the morning. They used the half-dose formulation to achieve precise carbohydrate-counting adjustments. This dosing approach was effective and provided clinical benefit. However, the lack of product availability would have resulted in minimal clinical impact, with potential consequence such as postprandial glucose elevation (example, 150 mg/dl instead of 120 mg/dl). The events were considered to be serious by the company due to medical significance. Information regarding any corrective treatment, outcome of the events and the status of insulin lispro therapy was not provided. The operator of the reusable humapen luxura hd device was patient caregiver and his training status was not provided. The general reusable humapen luxura hd device model duration of use and the suspect device duration of use was 3.5 to 4 years (considered improper use). The suspect reusable humapen luxura hd device was in possession of patient caregiver and its return was expected. The reporting consumer did not relate the events with the insulin lispro drug while the reporter related the events with the humapen luxura hd device. Edit (B)(6) 2026: updated medwatch and european and canadian (EU/ca) device fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.